Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and 422 mg/dl. The customer stated that they bloused with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. The auto mode feature was not active during the reported event. Customer reports insulin exited at the quick release. The customer performed self test and received an insulin pump error. The customer was able to clear alarm and was able to complete rewind the insulin pump. Fill cannula was recorded in daily history. They performed self test and it passed. The device will not be returned for analysis.